Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter fusiform abdominal aortic aneurysm approximately nine months ago. The proximal aorta was 28 mm in diameter and distally it was 41 mm in diameter. The iliac arteries were 18 mm in diameter bilaterally. The right and left femoral arteries were 12 and 10 mm in diameter respectively. The right and left iliac arteries were moderately tortuous. The proximal end of the device was placed with the suprarenal stents crossing both renal arteries. The distal end of the right and left limb extensions were placed proximal to the internal iliac arteries. It was noted that on the final angiogram a type iib endoleak was discovered and left uncorrected. The patient developed post-operative groin hematomas. Pressure was applied and bed rest was ordered. The patient recovered four days post implant. The investigator assessed this event to be related to the study procedure and not related to the device. It was reported that the patient had a fever of a 101.2 degrees f and a wbc of 10.2 post implant. The patient also had tachycardia, nausea and constipation. The patient was treated with medication and recovered four days later. The investigator assessed this event to be related to the study procedure and not related the study device. One day post implant the patient had low hct and hgb levels. The patient was treated with 2 units of prbcs. The investigator assessed this event to be related to the study procedure and not related to the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever, hematoma); patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).